Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. While the instrument was processing samples, approximately 20 ml of cleaner leaked from the instrument onto the countertop below the unit. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the differential/reticulocyte waste chamber (vc26) was not draining. He cleaned out the drain port that he found a plug (clot or buildup) in to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).